Event description:
On (B)(6) 2013, daughter reported the infusion device failed to provide an a1 cartridge low and e1 cartridge empty error. The cartridge was empty when it was removed from the infusion device. She had already reset the piston rod and was unable to check the volume indicator on the infusion device. There was no leakage in the system, and the cartridge was full (315 units) at the time of insertion. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.